Manufacturer narrative:
Additional information sections: d9, h1, h2, h3, h6, h10. Explant was reported due to "early structural valve deterioration and stenosis". The investigation found that all three leaflets had calcifications. Leaflet 1 and leaflet 3 had tears associated with calcification. There was fibrous thickening of leaflet 1 and leaflet 2. Circumferential fibrous pannus ingrowth on the inflow surface and fibrous pannus ingrowth on the outflow surface of leaflet 1. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings section of the instructions for use artmt600099236 version 1.0, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". The limited mobility of the leaflets and tears associated with calcifications, further exacerbated by the pannus ingrowth, is consistent with the insufficiency noted prior to explant. The calcifications noted also could have contributed to the reported stenosis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a patient who underwent an aortic valve replacement (B)(6) 2015, underwent an explant of that same valve on (B)(6) 2021 due to early structural valve deterioration and stenosis. The patient presented with left ventricular dysfunction with symptoms of dyspnea and heart failure. The patient had serious deterioration in their state of health and remains under observation. A new, non-abbott device was placed. On (B)(6) 2021 it was reported that the patients condition has improved and is recovering. No additional information has been provided.